Manufacturer narrative:
The manufacturer previously reported a ventilator failed to power on. The device was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's system board, power management board, power supply and front panel keypad/led board were replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator failed to power on. There was no harm or injury reported. The device has not yet been returned to the third party service center. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third party investigation is complete.